Event description:
A report was received on (B)(6) 2023 from a 78-year-old female patient with a medical history including multiple comorbidities and end stage renal disease, who stated she made connections in prime and got air into the bloodlines prior to a hemodialysis treatment on (B)(6) 2023. Emergency medical services were contacted and the patient was transported to hospital for air embolus. Additional information was received on (B)(6) 2023 from the home therapy nurse (htn) stating that the patient was admitted to hospital from (B)(6) 2023. Following discharge, the patient has recovered without sequelae and continues to treat with the nxstage system.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).